Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 6935-58 lead, implanted: (B)(6) 2010; 5076-45 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system (device, right atrial and ventricular leads, and left ventricular lead) was removed due to infection, or vegetation on the leads. The system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.